Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated her fallopian tube / perforation of fallopian tubes"), device dislocation ("migration of device- (approximately 1-2 mm above the edge of the uterus)"), device breakage ("there was a fragment remaining in the interstitial portion of the tube"), pelvic pain ("chronic pelvic pain / pelvic pain / pain") and abdominal pain ("abdominal pain / abdominal pain(constant)-mild-severe") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multi gravida and parity 3. Concurrent conditions included body mass index normal. In september 2009, the patient had essure inserted. In december 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced alopecia ("hair loss / hair loss"), feeling abnormal ("brain fog") and fatigue ("fatigue"). In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced dysgeusia ("metallic taste in mouth / metal taste"), the first episode of amnesia ("memory loss") and skin odour abnormal ("body smelled like metal"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia/abnormal bleeding / menorrhagia"), the second episode of amnesia ("memory loss"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), allergy to metals ("nickel allergy"), swelling ("swelling/ abnormal inflamation") and migraine ("migraine"). The patient was treated with surgery (underwent bilateral salpingectomy - partial left fallopian tube removed), surgery (underwent bilateral salpingectomy - partial left fallopian tube removed), surgery (underwent bilateral salpingectomy - partial left fallopian tube removed), surgery (partial bilateral salpingectomy) and surgery (partial bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, abdominal pain, dysmenorrhoea, dyspareunia, alopecia, bladder disorder, urinary tract disorder, skin odour abnormal, urinary tract infection, fatigue, nausea and allergy to metals outcome was unknown, the menorrhagia, dysgeusia, the last episode of amnesia, vaginal haemorrhage, feeling abnormal, vaginal discharge and swelling had resolved and the migraine had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, menorrhagia, migraine, nausea, pelvic pain, skin odour abnormal, swelling, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of amnesia and the second episode of amnesia to be related to essure. The reporter commented: current weight 105 lbs. She did not allege that essure caused birth defects. On 2007 this was insertion date were provideds as per ( discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. (B)(6) 2015 : surgical pathology report : gross description: a. Labeled "left tube and essure" is an 8.4 x 1.2 cm purple fimbriated fallopian tube with a 0.8 x 0.8 cm smooth lined paratubal cyst filled with clear watery fluid. Embedded within the lumen of the fallopian tube is a silver colored metallic malleable coiled wire consistent with an essure coil, 8.5 x 0.2 em. Iss b. Labeled "right tube and essure" is an 7.5 x 0.8 cm purple fimbriated fallopian tube. Embedded within the lumen of the fallopian tube is a silver colored metallic malleable coiled wire consistent with an essure coil, 7.0 x 0.2 cm. Iss przlkn/ejh. On an unspecified date, patient underwent an essure confirmation test report not provided. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device breakage" quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-apr-2018: plaintiff fact sheet received. It was reported that patient underwent an essure confirmation test. Previously reported event did you undergo an essure confirmation test? No was deleted and event memory issue updated to memory loss. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes / essure have migrated just past the interstitial portion of the tube just outside the uterus and was just beneath the serosa and the tube on the left about 1-2 mm above the edge"), device breakage ("there was a fragment remaining in the interstitial portion of the tube"), pelvic pain ("chronic pelvic pain / pelvic pain / pain") and abdominal pain ("abdominal pain / abdominal pain(constant)-mild-severe") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 3. Concurrent conditions included body mass index normal. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced alopecia ("hair loss / hair loss"), feeling abnormal ("brain fog") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced dysgeusia ("metallic taste in mouth / metal taste"), amnesia ("memory loss") and skin odour abnormal ("body smelled like metal/ body smelled like metal."). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia/abnormal bleeding / menorrhagia"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), allergy to metals ("nickel allergy"), inflammation ("swelling/ abnormal "inflammation""), migraine ("migraine"), infection ("infection") and swelling ("swelling"). The patient was treated with surgery (underwent bilateral salpingectomy - partial left fallopian tube removed). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, abdominal pain, dysmenorrhoea, dyspareunia, alopecia, bladder disorder, urinary tract disorder, skin odour abnormal, urinary tract infection, fatigue, nausea, allergy to metals and infection outcome was unknown, the pelvic pain, menorrhagia, dysgeusia, vaginal haemorrhage, amnesia, feeling abnormal, vaginal discharge, inflammation and swelling had resolved and the migraine had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, bladder disorder, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, infection, inflammation, menorrhagia, migraine, nausea, pelvic pain, skin odour abnormal, swelling, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: current weight 105 lbs. She did not allege that essure caused birth defects. On 2007 this was insertion date were "provided" as per ( discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. (B)(6) 2015 : surgical pathology report : gross description: a. Labeled "left tube and essure" is an 8.4 x 1.2 cm purple fimbriated fallopian tube with a 0.8 x 0.8 cm smooth lined paratubal cyst filled with clear watery fluid. Embedded within the lumen of the fallopian tube is a silver colored metallic malleable coiled wire consistent with an essure coil, 8.5 x 0.2 em. Iss b. Labeled "right tube and essure" is an 7.5 x 0.8 cm purple fimbriated fallopian tube. Embedded within the lumen of the fallopian tube is a silver colored metallic malleable coiled wire consistent with an essure coil, 7.0 x 0.2 cm. Iss przlkn/ejh. On an unspecified date, patient underwent an essure confirmation test report not provided. On an unspecified date, she undergo an essure confirmation test. "Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: plaintiff fact sheet received. Events per pfs: infection and swelling. Previous event device dislocation clubbed with fallopian tube perforation. Event device monitoring procedure not performed was deleted ("she undergo an essure confirmation test"). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated her fallopian tube / perforation of fallopian tubes"), device dislocation ("migration of device- (approximately 1-2 mm above the edge of the uterus)") and device breakage ("there was a fragment remaining in the interstitial portion of the tube") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multi gravida and parity 3. Concurrent conditions included body mass index normal. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain / abdominal pain(constant)-mild-severe"), vaginal haemorrhage ("abnormal vaginal bleeding") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced alopecia ("hair loss / hair loss"), feeling abnormal ("brain fog") and fatigue ("fatigue"). In 2013, the patient experienced dysgeusia ("metallic taste in mouth / metal taste"), memory impairment ("memory issue") and skin odour abnormal ("body smelled like metal"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In september 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia/abnormal bleeding / menorrhagia"), amnesia ("memory loss"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), allergy to metals ("nickel allergy"), swelling ("swelling") and migraine ("migraine"). The patient was treated with surgery (underwent bilateral salpingectomy - partial left fallopian tube removed), surgery (underwent bilateral salpingectomy - partial left fallopian tube removed) and surgery (underwent bilateral salpingectomy - partial left fallopian tube removed). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, bladder disorder, urinary tract disorder, skin odour abnormal, urinary tract infection, fatigue, nausea and allergy to metals outcome was unknown, the menorrhagia, dysgeusia, amnesia, vaginal haemorrhage, memory impairment, feeling abnormal, vaginal discharge and swelling had resolved and the migraine had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, bladder disorder, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, memory impairment, menorrhagia, migraine, nausea, skin odour abnormal, swelling, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: current weight 105 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. (B)(6) 2015 : surgical pathology report : gross description: a. Labeled "left tube and essure" is an 8.4 x 1.2 cm purple fimbriated fallopian tube with a 0.8 x 0.8 cm smooth lined paratubal cyst filled with clear watery fluid. Embedded within the lumen of the fallopian tube is a silver colored metallic malleable coiled wire consistent with an essure coil, 8.5 x 0.2 em. Iss b. Labeled "right tube and essure" is an 7.5 x 0.8 cm purple fimbriated fallopian tube. Embedded within the lumen of the fallopian tube is a silver colored metallic malleable coiled wire consistent with an essure coil, 7.0 x 0.2 cm. Iss przlkn/ejh ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device breakage" quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-feb-2018: pfs and medical record received. Events- "migration of device- (approximately 1-2 mm above the edge of the uterus), abnormal vaginal bleeding, bladder problems or changes, urinary problems or changes, memory issue, brain fog, body smelled like metal, infection (bladder/ urinary tract/vaginal) type: uti, fatigue, vaginal discharge, nausea, nickel allergy, swelling, did you undergo an essure confirmation test? No", reporter, historical condition, patient information added from pfs. Event "there was a fragment remaining in the interstitial portion of the tube",lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated her fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/abnormal bleeding"), dysgeusia ("metallic taste in mouth"), amnesia ("memory loss") and alopecia ("hair loss"). The patient was treated with surgery (surgical procedure to remove the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, dysgeusia, amnesia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 9-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007 and essure coil had perforated her fallopian tube. Plaintiff was treated with surgery and essure was removed in (B)(6) 2015. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this case, no details were given about essure insertion procedure and the exact mechanism of the reported perforation is unknown. This case was classified as incident since device removal was required. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided, thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated her fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/abnormal bleeding"), dysgeusia ("metallic taste in mouth"), amnesia ("memory loss") and alopecia ("hair loss"). The patient was treated with surgery (surgical procedure to remove the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, dysgeusia, amnesia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. Company causality comment: this litigation case refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007 and essure coil had perforated her fallopian tube. Plaintiff was treated with surgery and essure was removed in (B)(6) 2015. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this case, no details were given about essure insertion procedure and the exact mechanism of the reported perforation is unknown. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.